Event description:
I got textured mentor silicone breast implants about 3 years ago my health took a rapid decline. Weight gain, diarrhea 5 times a day. Vision changes, swollen lymph nodes. Developed high blood pressure, panic attack, major depression, low potassium, joint pain, back pain, numbness in hands, spontaneous body jerking, vomiting.